Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.